Event description:
Screw broke during procedure with surgical intervention taken to eliminate prominence.

Manufacturer narrative:
Report mw5105256 is in reference to this report (3008650117-2021-00131).